Manufacturer narrative:
Date of event: unknown. Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. 510(k) - unknown due to unknown product code. Device manufacture date - unknown due to unknown lot number. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that the glidesheath slender sheath hub would "flip up" after the sheath was placed and the dilator was removed. This resulted in a kink at the point where the distal portion of hub and sheath are joined. It was reported to be unknown if the sheath was exchanged, however, the procedure was completed. The patient's condition was reported to be unknown.